Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that a back flow alarm occurred when the stop button is pressed. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.